Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, the left ventricular (lv) lead was noted and confirmed via x-ray as dislodged. The lv lead was repositioned to resolve the event and the patient was stable.